Event description:
It was reported that this pacemaker system had a stored atrial tachy response (atr) episode. Technical services (ts) analyzed device episode data and found that the atr episode was false due to oversensing of noise on the right atrial (ra) lead channel. No adverse patient effects were reported. Currently, this pacemaker system remains in service.